Event description:
Customer reportedly obtained results of hi ,384mg/dl, 511mg/dl, 105mg/dl and 90mg/dl on the compact plus system within 10minutes. Customer reports an additional comparison where she obtained results of 112mg/dl, 124mg/dl, and 273mg/dl on the compact plus system within 10 minuters.no action taken based on device results. No adverse event reported. Requested return of the suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: warfarin - 12 years 5mg/day; insulin - 3 mths 70u/day; lisnopril - 12 yrs 40mg/day; temfribozil - 3 mths 20mg/day.